Manufacturer narrative:
(B)(4). This is a report of a use error, where the patient reused single use supplies. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user not to attempt to reuse any disposable supplies. It warns the user not to replace empty solution bags or reconnect disconnected solution bags during therapy. It indicates that the disposable set must be discarded after each use. It warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A review of the label for the product families will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient reused single-use supplies. After a power failure, the patient started therapy over with the same supplies. The technical service representative advised the patient to complete therapy with manual supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.